Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer initially reports that the jaws are flopping back and forth, disconnected from the shaft. On (B)(6) 2011, customer reports via e-mail that the procedure was an umbilical hernia repair. The surgeon was using the device to stuff rolled up mesh down a 10 mm port. No xrays were taken because the doctor said he was positive no parts had fallen off. No patient harm.